Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2014 referring to herself, a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted about (B)(6) 2012, lot number a50514, for sterilization. The consumer's medical history included ectopic pregnancy and lost of left tube and ovary. She has 3 small children. The consumer reported she had multiple complications that immediately started after she had the essure. The coils went through her tube, and perforated her uterus. She was having severe dysmennorhea, irregular painful periods, multiple cysts on right ovary. She had severe pain with her last period. She was pregnant twice (please, see case (B)(6)for the second pregnancy), and had 2 miscarriages. It was very painful, her abdomen was very painful, a lot of low back pain. When she had the essure, the physician inserted two coils, although consumer has only the right tube. He stuck it somewhere on the left. Apparently, it left a little of the tube where he stuck it. The consumer went to another physician and had a vaginal exam, and an ultrasound done. Her right ovary was swollen and enlarged, and had a large cyst. This physician could not see the right coil, but he could see the coil on the left, like it was in a flap of the tube. She had a complete hysterectomy done on (B)(6)2014 with 34 staples. The coils came out with the surgery. The product technical complaint investigation and final assessment were received on 16-dec-2014. The bayer reference number for the ptc report is: 2014-033699 final assessment: pregnancy is the condition of carrying developing offspring within the body. The time period during which this condition exists; gestation. Probable causes for pregnancy include: 1) unsuccessful bilateral tubal occlusion (complete tissue ingrowth), 2) expulsion (related to micro-insert placement accuracy), 3) no 3-month confirmation test (hsg) or mis-read of hsg, 4) lack of patient compliance to IFU (i.e. Use of alternate contraception until confirmation of bilateral occlusion). Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Pregnancy and perforations are anticipated events. Medical assessment: this ptc was initiated due a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In addition, one of the associated ae cases refers to a medication error. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) and the coils went through the tube and perforated her uterus. Physician could not see the right coil. She got pregnant twice and experienced 2 miscarriages. The events went through the tube and perforated her uterus and could not see the right coil are serious due to medical importance and listed in the reference safety information for essure. Miscarriage is serious due to medical importance and unlisted. Pregnant is non-serious and listed. Uterine/fallopian perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine/fallopian perforation with essure may occur, most often during insertion. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube, this movement could be a dislocation (distal fallopian tube or peritoneal cavity). Also, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations. In this case, relevant history included ectopic pregnancy and the consumer lost her left tube and ovary. Physician inserted two coils, although consumer had only the right tube (device use error). The exact date and the mechanism of perforation are not known. Since the gestational age has not been provided, causality between miscarriage and suspect insert cannot be assessed. With regards to the other events, a causal relationship cannot be totally excluded. This case was regarded as incident, since the consumer underwent a complete hysterectomy and the coils came out with the surgery. Other non-serious events were reported. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information is being sought.

Manufacturer narrative:
Follow-up information received from physician on 17-mar-2015 no new clinical information provided. This hcp, who received questionnaire, was not physician who placed the essure. Essure pregnancy questionnaire received on 06-apr-2015 from physician that inserted essure: the patient´s weight was (B)(6) and height was (B)(6). Previous gynecological interventions and problems were denied. Her medical history include 5 pregnancies with 2 parity, 1 abortion nos, 1 spontaneous abortion and 1 ectopic pregnancy. Essure was inserted on (B)(6) 2012. She was in a postpartum state at time of insertion (10 weeks). Cervical dilation and sounding were done. Ibuprofen, valium and vicoden were used as analgesia prior to insertion and torodol 30 mg/ml, atropine 4 mg/ml and phenergan 25 mg/ml provided at the office. The insertion and the visualization of tubal ostium were considered easy. Fluid loss was less than 1500cc and procedure did not take more than 20 minutes. On (B)(6) 2012, at the same day of insertion, 5mm rigid olympus hysteroscopy showed placement. After insertion, she used micronor orally as back-up contraceptive. On (B)(6) 2013, hsg was done and showed fallopian tube successfully occluded. Pregnancy was confirmed on (B)(6) 2014 by urine or blood test in another office. An ultrasound was not performed. There were no currently complications and patient's plans for the pregnancy, as well as the pregnancy outcome, are unknown to the physician that inserted essure. Essure devices were not removed neither removal was not planned, according to the physician that inserted essure. Follow-up received on 16-apr-2015: no new information. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and the coils went through the tube and perforated her uterus. Physician could not see the right coil. She got pregnant twice and experienced 2 miscarriages. The events went through the tube and perforated her uterus and could not see the right coil are serious due to medical importance and listed in the reference safety information for essure. Miscarriage is serious due to medical importance and unlisted. Pregnant is non-serious and listed. Uterine perforation may occur with trans-cervical intrauterine procedure (e.g. Hysteroscopy, curettage). Uterine perforation with essure may occur, most often during insertion. During essure micro-insert therapy there is a risk that the device could move out of fallopian tube, this movement could be a dislocation (distal fallopian tube or peritoneal cavity). Also, spontaneous abortions occur mostly during the first 12 weeks of pregnancy and the vast majority of these cases are due to chromosome abnormalities or gross morphological malformations. In this case, relevant history included ectopic pregnancy and the consumer lost her left tube and ovary. Physician inserted two coils, although consumer had only the right tube (device use error). The exact date and the mechanism of perforation are not known. There is no alternative explanation for this perforation. Since the gestational age has not been provided, causality between miscarriage and suspect insert cannot be assessed. With regards to the other events, a causal relationship cannot be totally excluded. This case was regarded as incident, due to a complete hysterectomy and the coils came out with the surgery. Other non-serious events were reported. The product technical analysis concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("it went through the tube and perforated uterus"), device dislocation ("he could not see the right coil"), abortion spontaneous ("miscarriage"), pregnancy with contraceptive device ("pregnant") and pelvic pain ("pain") in a (B)(6) female patient (gravida 5, para 2) who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two essure coils were inserted although patient has only the right tube" in (B)(6) 2012 and device ineffective "lack of efficacy". The patient's past medical history included ectopic pregnancy, left salpingo-oophorectomy, parity 2, parity 5, abortion nos, spontaneous abortion and postpartum state. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea/ painful periods (severe pain with her last period)") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), polycystic ovaries ("multiple cysts on my right ovary"), abdominal pain ("abdomen was very painful"), back pain ("low back pain"), ovarian enlargement ("right ovary was swollen and enlarged") and ovarian cyst ("large cyst in ovary"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant), surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, abortion spontaneous, pregnancy with contraceptive device, pelvic pain, dysmenorrhoea, menstruation irregular, polycystic ovaries, abdominal pain, back pain, ovarian enlargement and ovarian cyst outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, menstruation irregular, ovarian cyst, ovarian enlargement, polycystic ovaries, pregnancy with contraceptive device and uterine perforation with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: the consumer reported she had multiple complications that immediately started after she had the essure. The coils went through her tube, and perforated her uterus. She was having severe dysmenorrhea, irregular painful periods, multiple cysts on right ovary. She had severe pain with her last period. She was pregnant twice (please, see case 2014-180721 for the second pregnancy), and had 2 miscarriages. It was very painful, her abdomen was very painful, a lot of low back pain. She had a complete hysterectomy done on (B)(6) 2014 with 34 staples. The coils came out with the surgery. When she had the essure, the physician inserted two coils, although consumer has only the right tube. He stuck it somewhere on the left. Apparently, it left a little of the tube where he stuck it. The consumer went to another physician and had a vaginal exam, and an ultrasound done. Her right ovary was swollen and enlarged, and had a large cyst. This physician could not see the right coil, but he could see the coil on the left, like it was in a flap of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Pregnancy and perforations are anticipated events. This ptc was initiated due a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In addition, one of the associated ae cases refers to a medication error. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 20-jun-2017: case is now potential legal case. Reporters added and event added "pain". Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 02-dec-2014. The most recent information was received on 23-jun-2017. This retrospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("it went through the tube and perforated uterus/could not see the implant on that die / essure implants have gone through tubes and perforated uterus"), device dislocation ("he could not see the right coil"), pelvic pain ("pain"), abortion spontaneous ("miscarriage") and pregnancy with contraceptive device ("pregnant") in a (B)(6) -year-old female patient (gravida 5, para 2) who had essure (batch no. A50514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "two essure coils were inserted although patient has only the right tube" in (B)(6) 2012 and device ineffective "lack of efficacy". The patient's past medical history included ectopic pregnancy, left salpingo-oophorectomy, parity 2, parity 5, abortion nos, spontaneous abortion and postpartum state. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe dysmenorrhea/ painful periods (severe pain with her last period)") and menstruation irregular ("irregular periods"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), abortion spontaneous (seriousness criterion medically significant), pregnancy with contraceptive device (seriousness criterion medically significant), polycystic ovaries ("multiple cysts on my right ovary"), abdominal pain ("abdomen was very painful"), back pain ("low back pain"), ovarian enlargement ("right ovary was swollen and enlarged"), ovarian cyst ("large cyst in ovary") and dyspareunia ("painful intercourse"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (she had surgery to remove the essure implant), surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, device dislocation, pelvic pain, abortion spontaneous, pregnancy with contraceptive device, dysmenorrhoea, menstruation irregular, polycystic ovaries, abdominal pain, back pain, ovarian enlargement, dyspareunia and ovarian cyst outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abdominal pain, abortion spontaneous, back pain, device dislocation, dysmenorrhoea, dyspareunia, menstruation irregular, ovarian cyst, ovarian enlargement, polycystic ovaries, pregnancy with contraceptive device and uterine perforation with essure. The reporter considered pelvic pain to be related to essure. The reporter commented: the consumer reported she had multiple complications that immediately started after she had the essure. The coils went through her tube, and perforated her uterus. She was having severe dysmenorrhea, irregular painful periods, multiple cysts on right ovary. She had severe pain with her last period. She was pregnant twice (please, see case (B)(4) for the second pregnancy), and had 2 miscarriages. It was very painful, her abdomen was very painful, a lot of low back pain. She had a complete hysterectomy done on (B)(6) 2014 with 34 staples. The coils came out with the surgery. When she had the essure, the physician inserted two coils, although consumer has only the right tube. He stuck it somewhere on the left. Apparently, it left a little of the tube where he stuck it. The consumer went to another physician and had a vaginal exam, and an ultrasound done. Her right ovary was swollen and enlarged, and had a large cyst. This physician could not see the right coil, but he could see the coil on the left, like it was in a flap of the tube. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: fallopian tube was successfully occluded unknown date: vaginal exam and ultrasound were performed. Her right ovary was swollen and enlarged and had a large cyst. Physician could not see the right coil, but he could see the coil on the left, like it was in a flap of the tube. Vaginal ultrasound: large cyst on right ovary and large and swollen ovary. Physician could not see the implant on that die but did see the one on left where tubes were supposed to be (consumer had left salpingo-oophorectomy in 2003). Implant was not seen on right side. Quality-safety evaluation of ptc: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Pregnancy and perforations are anticipated events. This ptc was initiated due a lack of efficacy. A contraceptive failure may occur under the use of any contraceptive and is not indicative of a quality deficit per se. In addition, one of the associated ae cases refers to a medication error. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. No similar ae case reports have been received to date in relation to the reported batch. No batch signal could be identified. The reported adverse events are not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 23-jun-2017: case (B)(4) (MFR# 2951250-2015-00107) is a duplicate of case (B)(4). All the information was transferred from deletion case (B)(4). Information included regulatory authority added as reporter. Lab data were added. References and source documents from deletion case were transferred. Event painful intercourse was added. Company causality comment: incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.